Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of immunoglobulin g. The primary solution container was lowered below the secondary solution container using one extension hanger. It was reported after the secondary delivery rate was increased from 50ml/hr to 100ml/hr, the secondary solution stopped infusing and the primary solution began infusing. The primary tubing set was clamped and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.